Event description:
The hcp reported the pt was experiencing depression, confusion, diorientation, spasms, psych issue and pain. The pt has had a few other similar episodes in the past couple months. The pt was admitted to the hospital and was monitored. The catheter was revised in 2006 as a small catheter kink was visualized. The pt has recovered without sequela. The intrathecal baclofen was "restarted at 200 mcg/day with bolus" and the following month is at 650 mcg/ml.